Event description:
It was reported that upon placement of the product, a knot developed in the end of the tube. The tube was inserted with the patient's cooperation and without structural resistance. When suction was initiated, audible noise was detected from the patient's oropharynx and no gastric contents were returned. Resistance was noted when attempting to withdraw the tube and visualization noted a knot in the tube in the posterior oropharynx. The tube was unable to be removed through the nostril. The physician was able to pull the knot into the oral cavity with a hemostat and cut the tubing for knot/product removal.

Manufacturer narrative:
One used ng tube without the original package was received for evaluation. A knot was noted approx 1 1/4" from the tip. It should be noted that the returned sample tube length measured 11 1/4". A review of the mfg process found no factors that could cause or contribute to knots in the tubing. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. It is conceivable that once the tube enters the stomach and the user continues to insert the tube, it can coil upon itself and become tied in a knot possibly during the removal attempt. This issue is most likely the result of an unanticipated procedural complication than any known defect in the product. The exact cause of the sample condition could not be determined. (B)(4).